Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
(B)(4). Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to an unspecified malfunction.